Event description:
It was reported that a spectrum pump has "downstream occlusion too high." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of "downstream occlusion too high" through the identification of downstream occlusion alarms within the history log, but could not reproduce it. Eval found that the device was operating within spec. The downstream sensor was calibrated to ensure continued accurate occlusion detection.